Event description:
The customer tested his blood glucose and received a contour reading between 210-250 mg/dl. He retested his glucose using another meter and the reading was 130 mg/dl. If the customer's contour read 249 or 250 mg/dl, the difference between the readings would fall in the "c" zone making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. The customer also insisted the meter be replaced. Replacement products were sent to the customer.